Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to the event, the customer's husband found the customer having a seizure and unconscious with a blood glucose level of 20 mg/dl. The customer stated that she had changed her infusion set the day of the hospitalization. The customer also stated that she had received a CT scan while admitted in the hospital but her insulin pump was not exposed to it. Programming was correct. Nothing further was reported.